Event description:
The customer initially reported failed red blood cell (rbc) and platelet background counts involving the coulter lh 750 hematology analyzer. A beckman coulter field service engineer (fse) assessed the instrument at the facility and discovered retic clear solution leaked from a pinhole in the tubing through fitting ff212-1. The fse replaced the tubing and resolved the fluid leak issue. The fse also discovered the rbc diluent dispenser diaphragm failing, causing air bubbles. The fse replaced the rbc dispenser and resolved the failed background counts for the platelet and rbc parameters. No erroneous results were generated for this event. There was no patient impact. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The facility has an exposure control and risk management plan in place for biohazard material. The instrument was returned to normal operation.

Manufacturer narrative:
In conclusion, the pinhole in the tubing through fitting ff212-1 is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).